Event description:
The customer reported that after 30 minutes of use, the blade of the device would not retract, keeping the device from opening. The tissue was sealed with sutures and the device was cut out. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.